Event description:
A copy of voluntary user facility medwatch was received from FDA. In the form, it was reported that during a lumbar disc surgery, a microdisc pituitary rongeur came apart. The physician found a small piece of metal in the operative site. The piece was removed by the physician without difficulty. An x-ray confirmed that there were no other foreign objects in the wound. The device return was requested from the user facility. However, the hosp rep confirmed that the instrument will not be released, but will be available at their facility for evaluation. The pictures of the involved device were provided and forwarded to the MFR for investigation.